Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no findings were made and a root cause could not be established for the alleged malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator releases gas when the patient tube is not connected to the device, but triggers an unspecified alarm when the tube is connected to the patient during a therapeutic laparoscopic cholecystectomy (laparoscopic removal of the gallbladder). The insufflator was then replaced with a same olympus backup device and the procedure was completed successfully with a delay of less than 30 minutes due to the event. There was no patient injury or medical intervention associated with this event.